Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead was explanted and replaced due to loss of capture (loc). It was noted that the patient has dextrocardia, so placing the lead was difficult. No additional adverse patient effects were reported. This ra lead has not returned for analysis.